Event description:
This event was reported as starr-edwards silastic ball mechanical valve explanted after 2 years and 8 months due to bacterial endocarditis and mitral perivalvular insufficiency. No further info was provided.